Event description:
The user facility reported that after the right femoral artery was punctured and the chronic total occlusion (cto) of the below the knee (btk) artery was treated, the angio-seal device was used for hemostasis. However, due to obesity, long distance to the artery, and shallow puncture angle, the angio-seal device was pushed deeper than usual, which made the collagen entered into the artery. The collagen could not be pulled out. The suture was once cut for follow-up and the procedure was completed, but the blood pressure in the right leg dropped and an emergency catheter procedure was then performed. The contralateral left femoral artery was punctured, and biopsy forceps were used via retrograde approach to try to catch the collagen, but the physician could not manipulate the forceps in the target direction and abandoned. Surgical treatment was performed to remove the collagen as a bail-out procedure. Manual compression was applied under ultrasound guidance and hemostasis was successfully achieved. This event was attributed to the procedure. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient's condition is unknown.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on (B)(6) 2022: the patient was transferred to the matsubara tokushukai hospital and a drug-eluting stent (des) was implanted to fix the collagen sponge. After that, follow-up examination showed that no thrombus was moved to the periphery. The patient is being followed up. There was no allegation against the angio-seal device, the physician commented that the event was attributed to the physician's procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined. It was stated in the allegation that there is no direct allegation against the angioseal and likely related to the patient anatomy and the use of device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.